Event description:
It was reported that during a hemicolectomy left side procedure, the device could only be fired with application of excessive force. The ring of anastomosis was complete, but by testing, there was leakage at the front and the back. Also misformed staples at the oral end, outside of the anastomosis. The procedure was overstitched by hand to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.